Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed boot and charge. The receiver ceases to function. The download log and review show receiver ceases to function. The functional testing could not be performed because receiver ceases to function. Open receiver case for internal visual inspection. Fail, found defective battery with cracked controller chip. The reported event that the receiver ceased to function was confirmed. The root cause for receiver ceases to function is a defective battery.